Manufacturer narrative:
(B)(6). Patient age, gender, and medical history were not provided. Since the lot numbers were not provided, the manufacture and expiration dates of the device is unknown. Complaint conclusion: the devices were discarded, and not available for analysis. In addition, the lot numbers were not available, so a review of manufacturing documentation could not be performed. The resistance between the enterprise stents and the microcatheter could not be confirmed without product return for analysis. Based on the information provided, procedural factors may have contributed to the event. As the enterprise instructions for use (IFU) directions for use, ¿maintain flush through all infusion catheters per standard endovascular practice.¿ there is no indication, based on the information received, that the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 3 mdrs related to this complaint for patient (B)(6). This is an initial/final MDR.

Event description:
It was reported that there was resistance/friction when tracking 2 enterprise stents (enf451412 and enf452200 lots unknown) through the shaft of the prowler select plus microcatheter ((B)(4)). The microcatheter was removed. There may not have been adequate flush through the microcatheter prior to inserting the enterprise devices. The patient had no complications due to this issue. The devices were discarded.